Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "not happy," and "air bubbles."

Event description:
Patient reported "was not happy, (implants) had air bubbles." This is for the right side. Device has been explanted.